Event description:
Ep doctor was inserting pacemaker leads into 8.0 french, 13 cm safe sheath. He was unable to pass the pacing lead into the diaphragm of the safe sheath. He felt it was too tight and may stretch the rv lead. Instead, a 9 french safe sheaths (13 cm) was used without difficulty. Another ep physician, later on in the same day, used an 8.0 french (13 cm) from the same lot number of safe sheaths with an identical rv lead system without difficulty.